Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), hypersensitivity ("allergy ") and bladder disorder ("bladder/urinary problems: bladder problems"). The patient was treated with surgery (general abnormal bleed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: successfully occluded; on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Lab data added. Events : abdominal, general abnormal bleed, psych injury, bladder/urinary problems: bladder problems were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinus disorder, maxillary sinusitis, amenorrhea and back pain. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced depression ("psych injury / psychological or psychiatric problems - depression"), hot flush ("hormonal changes ¿ hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and bladder disorder ("bladder/urinary problems : - bladder problems"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, hypersensitivity and bladder disorder had resolved and the depression, hot flush, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2009 -hysterosalpingogram (hsg) -result: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded; on 03-dec-2009: bilateral occlusion total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received. Lot number added. Events : hormonal changes ¿ hot flashes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems - depression, anxiety and mental anguish were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (ess205) (batch no. 636594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sinus disorder, maxillary sinusitis, amenorrhea and back pain. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced depression ("psych injury / psychological or psychiatric problems - depression"), hot flush ("hormonal changes ¿ hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy") and bladder disorder ("bladder/urinary problems : - bladder problems"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, hypersensitivity and bladder disorder had resolved and the depression, hot flush, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2009-hysterosalpingogram (hsg) -result: total bilateral occlusion . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded; on (B)(6) 2009: bilateral occlusion total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.